Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced an acute myocardial infarction (mi) and expired in the hospital. A member of the vad team reported that the device was functioning appropriately at the time of death. The patient's pump, controller and batteries were returned to the manufacturer for evaluation. No visual, dimensional, or functional out of specification was noted during failure analysis of the pump ((B)(4)). The controller passed visual and functional testing. The batteries received were not evaluated. Log files were not available for the event date. Post-explant evaluation analysis did not reveal any conditions that could have caused or contributed to the reported event. Myocardial infarction and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these types of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a (B)(6) male patient experienced an acute myocardial infarction (mi). The patient was transferred from an outside hospital to the implanting center. A member of the medical staff reports that the patient had an extensive history of cardiovascular disease requiring two coronary artery bypass graft surgeries. It was reported that the patient expired at the hospital. A member of the ventricular assist device (vad) team reported that the device was functioning appropriately at the time of death. The pump was returned to the manufacturer for analysis.